Manufacturer narrative:
Device is used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the head of a 2.4mm variable angle locking screw broke off during a distal radius open reduction and internal fixation procedure. The surgeon removed the screw head and left the screw shaft in the bone underneath the plate. The shaft of the device remains in the patient and there are no plans to remove the device. It was reported the surgery was successfully completed although the event delayed the procedure by five minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development evaluation was performed on the returned part. Only the screw head was returned. The screw shaft was not returned for evaluation. The returned screw head was confirmed to be from a 2.4mm ti va locking screw stardrive 18mm (part number, 04.210.118. No lot number was provided or identified. The screw was received for evaluation with complaint category "broke during insertion/removal" and complaint description "the head broke off of the screw during surgery". Only the screw head was returned for evaluation, the screw shaft was not returned for evaluation. The product drawing was reviewed during this evaluation. The returned screw was made from commercially pure titanium which is a typical material used to make implant screws. The core diameter of the screw (2.4mm) is dictated by the need to fit into variable angle locking holes in the 2.4mm variable angle lcp distal radius plates. The design is adequate for its intended use and did not contribute to this complaint. The screw design is adequate for its intended use and did not contribute to this complaint. The most likely causes for this complaint are lack of pre-drilling with a 1.8mm drill bit (part#310.509) for the self tapping screw and failure to use 0.8 nm (tla) torque limiting device (part#511.776) during final tightening. Per the 2.4mm variable angle lcp distal radius system technique guide (j8301-h), "use of the tla is mandatory when inserting locking screws into variable angle locking holes, to ensure the adequate torque is applied. Final locking must be done manually using the tla". Therefore, this complaint is invalid from a design perspective. The screw design is adequate for its intended use and did not contribute to this complaint. The most likely causes for this complaint are lack of pre-drilling with a ø1.8mm drill bit (part#310.509) for the self tapping screw and failure to use 0.8 nm (tla) torque limiting device (part#511.776) during final tightening. Per the 2.4mm variable angle lcp distal radius system technique guide (j8301-h), "use of the tla is mandatory when inserting locking screws into variable angle locking holes, to ensure the adequate torque is applied. Final locking must be done manually using the tla". Therefore, this complaint is invalid from a design perspective. Placeholder.

Manufacturer narrative:
The returned product was visually evaluated. It was noted that most of the screw is missing and only part of the head was received. All of the color anodizing is present. The material of the screw was verified to be within specification. No other parts could be verified because they are missing. This complaint is indeterminate from a manufacturing stand point. (B)(6).